Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms and was not exhibiting capture at safe thresholds. The patient was noted to be pace therapy dependent. The original plan was to place a new rv lead on the patients left side, but the vein was occluded. Because of the patients age, the physician decided they did not want to perform surgery on both sides of the patients chest. As a result, the existing pacemaker system on the left side, including this rv lead, was electrically abandoned by programming pacing therapy off on the device. A new pacemaker system was implanted on the patients right side. The specific cause of the rv lead high out of range pace impedance measurements and failure to capture at high thresholds was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.